Manufacturer narrative:
(B)(4). Concomitant medical products: 114990, disc condyle kit w alignment, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01189. Remains implanted.

Event description:
It was reported that during an elbow surgery the screws did not thread easily into the humeral body assembly after the elbow implant was reduced. The surgeon indicated that he tried two more screws for final assembly and had the same issue but was able to screw down the screws to complete the surgery. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was able to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.